Event description:
It was reported that "dr. (B)(6) informed me at his clinic that he had another screw head pop off the shaft of the screw. He explained it was at s1 and believed it happened while using the persuader. He thought it was the 5-6 time it had happened. He didn't share with me any other information. He said it was a recent case that he had done and seen back in his clinic. He left it in the patient because the patient was losing a lot of blood and they would ultimately do okay."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Still implanted.